Event description:
It was reported that the implants t1 and t2 were deployed together. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. No ts or suture remain on the insertion needle or were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.